Event description:
It was reported to boston scientific corporation that a gemini stone retrieval basket was used in a ureteroscopy procedure performed on (B)(6), 2020. According to the complainant, during preparation, the basket was broken when it was opened. The procedure was completed with another gemini basket. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: problem code 1069 captures the reportable event of basket wire break. Block h10: visual analysis of the returned device found the basket was received in a closed/retracted position. The working length is free of obvious kinks and bends. Dimensional inspection found the device was within specifications. Functional inspection was performed and found the basket was able to extend and retract. Once the basket was extended, visual inspection found no broken wire and the basket was intact. Therefore, the most probable root cause is no problem detected since the device complaint or problem cannot be confirmed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a gemini stone retrieval basket was used in a ureteroscopy procedure performed on (B)(6) 2020. According to the complainant, during preparation, the basket was broken when it was opened. The procedure was completed with another gemini basket. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.